Event description:
It was reported that the customer was trying to deliver a bolus, but the bolus wizard was showing active insulin of 16 units. Troubleshooting was performed. The 16 unit bolus was confirmed in the bolus history, but it was stated that the customer never delivered this bolus. Offered to replace the insulin pump, but the caller declined at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.